Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the failure to achieve hemostasis and patient effects of pain, thrombosis, and diminishing pulse could not be determined. The treatment (surgery and additional therapy) appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after a coronary angioplasty procedure. Reportedly, the device was deployed but hemostasis was not achieved. An 8f sheath was placed. The sheath was removed and hemostasis was achieved by applying manual arterial compression. One to two hours later the patient complained of leg pain. The pulses in the leg were decreased. The patient was taken to surgery where a thrombosis was diagnosed. The vascular surgeon removed the thrombosis and a piece of suture material. There were no patient issues after the surgery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.